Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 400 mg/dl. Customer treated high blood glucose with the insulin pump giving herself a bolus. Customer stated that they experienced positive results in ketones, headache, dizziness and light headiness. Customer was using the auto mode feature at time of high blood glucose event. Customer was using insulin pump within 48 hours of high blood glucose event and drive support cap was normal. Insulin pump will not be returned for analysis.